Event description:
It was reported that this patient recently exhibited a perforation from this right ventricular (rv) lead which was discovered via x-ray imaging. The physician subsequently explanted and replaced the lead to resolve the event and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes).

Event description:
It was reported that this patient recently exhibited a perforation from this right ventricular (rv) lead. Information has been requested regarding the event resolution, but a response has not yet been received. No additional adverse patient effects were reported.

Event description:
It was reported that this patient recently exhibited a perforation from this right ventricular (rv) lead which was discovered via x-ray imaging. The physician subsequently explanted and replaced the lead to resolve the event and no additional adverse patient effects were reported. Additional information was received detailing that the patient also experienced bradycardia, exit block and dyspnea. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: patient codes.